Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: huge chunk of the battery threads missing, cracked case on the battery tube side starting at the left belt clip rail, keypad overlay peeling at the upper right corner. The unit was received without a battery cap. After battery installation, the unit displayed a recurring "insert battery" error message on the screen. Unable to perform the displacement test due to the unclearable error message. The battery cap contact is unable to connect to the battery sleeve due to the huge missing chunk of the battery threads. The case was cut open. After visual inspection, did not note any signs of previous moisture presence or corrosion on any of the boards, assemblies, and the motor inside the unit. There is a crack around the entire plastic tube which houses the battery compartment. The boards were taken out of the case and reinserted into a known good case. The unit was able to boot up with no problems whatsoever. The software version was then able to be obtained. In summary, the customer¿s report of a crack on the battery compartment was confirmed. The recurring insert battery error messages are due to the loose connection between the battery cap contacts and the battery sleeve which in turn is due to the missing chunk of the battery compartment threads. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported a crack in the battery compartment. Troubleshooting was performed, found the type of damage was a crack, and the location of the damage was on the battery compartment. No harm requiring medical intervention was reported. It was unknown whether the customer will discontinue using the device and the insulin pump will be returned for analysis.